Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged generation of a discrepant sars cov-2 and flu b result for 1 sample. The same collection was retested on the same test and was negative for all targets. Testing of a new sample collection also generated a negative result for all targets. Customer stated that all results were reported out. There was no treatment change or adverse effects due to the positive result initially reported.

Manufacturer narrative:
Investigation on the reagent kit lot and review on the cobas liat system data did not identify a product problem. (B)(4).